Manufacturer narrative:
This report is submitted on august 3, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced soft tissue complications and subsequently underwent revision surgery (date not reported), under general anesthetic, for an abutment change to a larger size.